Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - additional common name: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - additional product code: gbo; lje. E1 - customer (person): street: kangning road, no. 1188. 4th, pengpu town, jing 'an district g4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the metal stiffening cannula of an ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove during an unknown procedure on a 73-year-old male patient. During the procedure, the puncture needle was inserted and a wire guide was advanced. After the location was determined via digital subtraction angiography (dsa), the wire guide was removed and an 0.035 wire guide was advanced. An ultrathane mac-loc locking loop multipurpose drainage catheter was advanced along the wire guide into place. When the user attempted to withdraw the metal stiffening cannula from the catheter, it was unable to be removed. A new like-device was used to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that, upon the placement of the ultrathane mac-loc locking loop multipurpose drainage catheter, it was discovered that the inner stiffening cannula could not be removed from the catheter. The entire device was removed and replaced with a new catheter with no difficulty. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, specifications, instructions for use, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was returned in an opened and used condition. The supplied disposable stiffening cannula was received lodged within the catheter. During table top testing, the disposable stiffening cannula was able to be removed from the catheter by manipulating the distal tip of the catheter. The disposable cannula was reinserted and again removed from the catheter, encountering no difficulty. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. There was no visible evidence of surface defects to either the catheter or stiffener. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found one possible relevant recorded nonconformance that could have contributed to the reported failure mode, in which the nonconforming device was scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling, the product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of the dmr, DHR, IFU and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.